Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a power source alert and a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl during the event, indicating there was no significant impact. Technical support informed the customer that insulin data would reset and advised them to manually restart the cgm sessions. The customer was also advised to monitor the situation and contact support again if the issue continued.